Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding spinal devices used in an unkn own spinal therapy. It was reported that the micro pituitary had a bent grasping tip. The metrx flex arm no longer tightens. This was noticed during routine instrument maintenance. There was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part # 9561524; lot # my21a002 visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will no longer thread in or out. The handle appears to be stripped inside the loosening/tightening mechanism inside the joint/knuckle of the instrument. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.